Event description:
Notification was received that the pt's daughter contacted the "esupport" line via e-mail with a question re: the pt's hospitalization for bacterial infections with related cysts. She was questioning if the use of the recalled product could cause these symptoms. F/u has been attempted with the pt's daughter without success. F/u with the known associated dialysis clinic registered nurse indicated that through (B)(6) 2015 there were no hospitalizations or infections. The pt transferred to an unk dialysis clinic at that time. It is unk which dialysis facility the pt is currently receiving treatment with to continue f/u. There was no sample for return.

Manufacturer narrative:
There has been a lot number reported and therefore, we are unable to conclusively determine if the product was part of a recall. Although, we are unable to obtain the lot number, a sales and shipping search was performed and it was identified that the pt received (1) lot affected by the call. It is unk if the pt's report is related to the lot shipped within the call. A plant investigation is in process and a supplemental medwatch will be submitted upon it's completion.

Manufacturer narrative:
The actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. It was determined that lot #14nmlb011 and 14nmlb013, part of the recalled lots was delivered in the three (3) months prior to the reported allegations of hospitalizations for bacterial infections and related cysts. The investigation revealed that lots 14nmlb011 and 14nmlb013 were recalled on may 15, 2015. A definitive conclusion regarding the involvement of the product could not be reached, however, without a physical examination of a complaint sample. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: based on the 37 pages of medical records information, it appears there was no documentation in any of the dialysis center visits that alluded to any hospitalizations or infections with related cysts. No fevers or chills were mentioned during any of the clinic visits. Patient did present to the clinic on (B)(6) 2015 recovering from viral pneumonia and she had been on antibiotics medical records did not show a causal relationship between the patient's naturalyte and her viral pneumonia. There was no mention of hospitalizations nor records indicating hospitalizations to (B)(6) 2015 lab results do not show elevated white blood cells counts medical records did not indicate there was any hospitalization of this patient or any adverse event related to naturalyte. Medical records after (B)(6) 2015 are not available since the patient transferred to another dialysis facility effective (B)(6) 2015 and no info has been found to locate her current dialysis facility. A CAPA has been initiated to address this issue.

Event description:
Medical records were received inclusive of notes from scheduled monthly office visits with the patient's nephrologist. There were no hospital records. From the medical records: the patient is a (B)(6) female with history of end stage renal disease due to inflammatory glomerulonephritis, celiac disease, and chronic malabsorption on home hemodialysis since (B)(6) 2013. In (B)(6) 2014, the patient had drainage from a labial abscess with no fevers or chills. In (B)(6) 2014, the patient presented for a monthly visit. There was no mention of fever or chills there was no mention of hospitalization or dialysis issues. In (B)(6) 2014, during the monthly clinic visit, there was no mention of fever or chills. There was no mention of hospitalization. In (B)(6) 2015, the patient presented for the monthly clinic visit. There were no fevers or chills. There was no mention of hospitalization. On (B)(6) 2015, the patient presented for monthly clinic visit. She reported taking antibiotics for viral pneumonia and bronchitis. There were no fever or chills there was no mention of hospitalization. According to follow up with the clinic home. Therapies registered nurse, a home visit was performed on (B)(6) 2015. At that time, the patient reported experiencing low energy, fevers, and weight loss. Further, the patient reported she had seen her nephrologist in the week prior and there was no medication changed or new prescription given. There was no report of hospitalization.

Manufacturer narrative:
The medwatch is being corrected from serious injury to malfunction. There was no information in the medical records indicating a causal relationship between the product and the patient's allegation.